Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver an unknown type of morphine [20 mg/ml] at 2.702 mg/day, indicated for non-malignant pain and failed back syndrome- other. It was reported that the patient thought he heard the pump; he described hearing it as a ¿beep beep beep¿ but didn¿t know how to describe it saying it sounded like a ¿pumping every now and again (once in a while every so often). The patient stated that the issue began in the last 4-6 weeks or so from the initial report date of 2017-feb-22. Patient services (ps) inquired if the patient was due for a refill; it was stated that he didn¿t have the information in front of him, but didn¿t think that he was due for a pump refill. The patient wanted to know the cause of the sound and if it indicated that the pump was injecting or activating medication. Ps reviewed how the pump mechanism works, and asked to clarify if the sound the patient was hearing was a movement sound ( like the ticking of watch) or an alarming sound; the patient stated it sounded like an alarm ¿like an injection.¿ ps reviewed alarms and played the non-critical and critical alarms; the patient stated that the sound was similar to the non-critical alarm. The patient was redirected to his healthcare provider to have his pump interrogated; discuss what he was hearing; and determine the next steps. The patient stated he wasn¿t really having any symptom changes. Additional information was received from a healthcare provider on 2017-feb-28. It was reported that a motor stall was seen at initial interrogation. It was noted that the patient had not recently underwent magnetic resonance imaging (MRI). The event logs showed an active motor stall, multiple motor stalls and recoveries and "stopped pump period may exceed tube set" messages. Patient services reviewed the following motor stall considerations: pump replacement, programming to minimum rate, and covering the patient with non -pump medication. The healthcare provider reported that the patient had a lot of health issues including congestive heart failure. The patient was on the heart transplant list and therefore was an unlikely candidate for a pump replacement. The patient reported slightly increased pain. It was noted that the patient reported hearing the audible alarm "about 4 weeks ago," on approximately (B)(6) 2017. Additional information was received on 2017-mar-01. The patient requested information about the pump, and stated that his doctor told him that there was something wrong with the pump shaft and that was why the pump was stalling. The patient stated he was told that the pump was stalling because the morphine was reacting to the pump shaft material. The patient was redirected to his healthcare provider. On 2017-mar-02, additional information was received from the patient. It was reported that the logs indicated that the pump had been stalling on and off since (B)(6) 2016. The patient stated he was scheduled to have the pump replaced; he had a physical later in the day as the nextstep. Additional information was received on 2017-mar-08 from a manufacturer's representative . It was stated that during a refill, a motor stall had been noted, and the nurse called technical support directly. The device was returned to the manufacturer for analysis. It was noted in the logs that multiple motor stalls had occurred since (B)(6) 2016 or before. The provided photos of the pump logs show a "stopped pump period may exceed tube set" on (B)(6) 2016 at 20:45, motor stall recovery on (B)(6) 2016 at 7:50, motor stall on (B)(6) 2016 at 14:47, "stopped pump period may exceed tube set" on (B)(6) 2016 at 14:47, motor stall recovery on (B)(6) 2016 at 22:40, motor stall on (B)(6) 2016 at 18:40, "stopped pump period may exceed tube set" - (B)(6) 2016 at 18:40, motor stall recovery on (B)(6) 2016 at 01:23, motor stall on (B)(6) 2016 at 22:19, "stopped pump period may exceed tube set" on (B)(6) 2016 at 22:19, and a motor stall recovery on (B)(6) 2016 at 02:42. On (B)(6) 2017 at 2:01, the logs show a motor stall occurred, and the note per the patient "? 9 in pain." A"stopped pump period may exceed tube set" message occurred on (B)(6) 2017 at 2:01, followed by a motor stall recovery on (B)(6) 2017 at 06:36,a motor stall on (B)(6) 2017 at 10:26, then a "stopped pump period may exceed tube set" on (B)(6) 2017 at 10:26. Per the patient they were exposed to " airport security scans and mris" in (B)(6) 2017 during the stalls documented in the logs. It was also noted that the pump had not been infusing since (B)(6) 2017 and the pump needed to be replaced as it was not functional. The pump was replaced on (B)(6) 2017. The issue was considered resolved at the time of the report, and the patient's status was indicated as "alive - no injury." No further complications were reported/anticipated as a result of the event. The patient¿s medical history included congestive heart failure and multiple surgeries for a sinus infection in 2016. Additional patient medical history was asked but unknown. The patient¿s concomitant medications included an unknown medication for heart failure and using anazao compound drug at an unknown dose/frequency. Other medications (oral, IV, etc.) Taken by the patient at the time of the event were not available to the manufacturer.